Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.